Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation for the pulse generator the physician noticed a battery impedance measurement anomaly. After a recalibration of the device and software download, the battery values returned to be ok with an impedance less than 1k.